Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description provided for reporting. D11: concomitant device provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
12/23/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for proximal humerus fracture with the end cap in question. During the operation, the surgeon could not insert the end cap, and he tried many times. Then, the surgeon checked the end cap, the thread part of the end cap broke. The surgeon didn¿t apply the strong force to the end cap, but the thread part of the end cap broke. The surgeon inserted another end cap (0mm) instead. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant device reported: unknown nails: multiloc humeral (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: (B)(4). Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the screw recess has scratches, dents and deformation. Furthermore, the thread got damaged and peeled off, this thus confirming the complaint description. (For details see picture attached " pc-000575188 - pictures from received part.pdf"). Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: drawings and revisions are in accordance to DHR of production lot 5l39452. All relevant features are defined on the used drawing revisions of DHR of production lot 5l39452. Summary: unfortunately we are not able to reproduce this reported incident, but we assume that the nail and the end-cap did not align by implantation of the end-cap and that based on this the end-cap got damaged. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 04.019.002s. Lot number: 5l39452. Manufacturing site: mezzovico. Release to warehouse date: july 26, 2019. Expiry date: july 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation surgery for proximal humerus fracture. During the operation the surgeon could not insert the end cap, when surgeon checked the end cap, the thread part was broken. The surgeon didn¿t apply a strong force to the end cap, but the thread part of the end cap broke. The surgeon inserted another end cap (0mm) instead. The surgery was delayed by less than 30minutes. No further information is available. This report is for one (1) casquillo-cierre multiloc p/hn/phn multi. This is report 1 of 1 for (B)(4).